Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15467241 was received for investigation. Visual inspection revealed that the needle was not received for evaluation. The suture loops were passed to the opposite side of the button. Stiffness and damage to the suture splices were noted. Due to the observed damage, the suture could not be passed to the correct side of the button, and functional testing could not be performed. The most likely cause of the reported failure is user error, specifically incorrect surgical technique associated with the device. Directions for use. Dfu-0147. Tightrope® devices. Precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during the arthroscopy for the reconstruction of the anterior cruciate ligament, the tightrope tore while being inserted into the drill hole. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.